Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Evaluation found due to corrosion on s-connector, the image is not displayed in addition, device evaluation noted the device channel mount unit has foreign objects. Based on the results of the investigation, image displayed issue was found to be attributed to a corroded s-connector. A definitive root cause of the phenomenon cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ degradation/ some kind of physical stress. Based on investigation, a definitive root cause of the foreign objects found on the channel mount cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope displayed a black image. The issue occurred during preparation for use. There were no reports of patient harm.